Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 305 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the downstream sensor current reading was out of specification (high fluid numbers). The downstream sensor was calibrated to correct this issue. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 305. It was also reported there was no patient injury.